Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
The ift is collapsed at 23cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the bending rubber leakage. Based on the result, we concluded, that it was caused, due to the physical damage applied on the bending rubber. In addition, we confirmed, that the light guide cable buckled, the remote control buttons cut, the air/water nozzles dirty, the u/d and the r/l pulley wires worn out, and the insertion flexible tube (ift) collapse. However, they are not the main cause, and/or irrelevant to the alleged complaint.